Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the proximal femoral nail antirotation blade used for a trochanteric fracture operation kept turning when inserted into the bone and did not lock. To avoid malposition of the device the surgeon used a different 75mm blade. The operation was completed without problem with a reported 10 minute delay. No residue was left in the patient this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name hwc. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA no nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the returned blade was investigated. The blade had scratches on the surface which indicated usage. There were visible brown like scratches/marks on inner shaft of the blade (near the rotational spiral end), which indicated that there was some friction between it and the outer sleeve. When functioning to specification, when inserted, this blade is automatically locked to prevent rotation of the blade and femoral head but it was not possible to lock the blade that was returned. A full review of the manufacturing documentation was conducted to determine if there were any deviations to specification, but this lot met all criteria when it was produced in may 2014. It was not possible to determine what caused this problem. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.